Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, warnings in package insert, malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces. Revision surgery may be required to prevent component failure. Following review, no new risks were identified. Literature: goodfellow, john w & o¿connor, john (1986) clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis. Clinical orthopaedics and related research. Number 205; 21-41. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article entitled, "clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis". Review of the article identified two (2) unidentified cases of asymptomatic subluxation of a bearing on to the tibial eminence. No surgery required and no symptoms. There has been no further information provided.